Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal veterinary procedure, it was observed that the coupling device was noisy and was not gripping the wires. It was reported that there was a five minute delay in the surgical procedure and a spare device was available for use. It was reported that the surgery was completed with no further issues. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was making a grinding noise and would not grip the wires, clamps were worn and the shaft and bearings were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.